Event description:
After unsuccessful attempts to cannulate the common bile duct during an ercp procedure, a triple lumen needle knife papillotome was used to perform a pre-cut sphincterotomy. After the initial cut, the needle knife was noted to have detached and was lodged in the tissue. The detached portion of the needle knife was successfully retrieved with biopsy forceps. There was no pt injury reported. The pt was discharged in satisfactory condition.